Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that during the fill tubing, it took more insulin than expected to fill. Customer continued to use the cartridge when the occlusion alarm occurred. Customer's blood glucose level ranged 300-315 mg/dl. Customer changed cartridge to resolve the issue.